Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. Blood glucose level at the time of the incident was over 600 mg/dl, which was treated and came down to 527 mg/dl. The customer reported that the no delivery alarm was resolved by a complete set change. The customer was advised to monitor the device and call back when the alarm occurs, as this was a past event. The insulin pump was not replaced or returned for analysis.